Event description:
Pt tested his blood glucose as 380 mg/dl on the suspect device. He took no medication (insulin or glucophage) and shortly after, he passed out. He was taken to the hosp where his blood glucose tested as 31 mg/dl. He was treated and released when his blood glucose stabilized at 182 mg/dl. When he returned home he tested on the suspect device and it read 378 mg/dl.